Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded in the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing.

Event description:
It was reported that during a laparoscopic hand assisted nephrectomy procedure, the surgeon positioned the jaws on the tissue and closed the jaws. This was the third firing with the blue reload. The surgeon then began firing the device in one stroke. During the firing sequence, the reload was pushed out of the distal tip of the jaws and the reload fully came out of the jaws with the proximal end still remaining slightly between the distal jaws. The surgeon then used a grasper to remove the reload from the patient. The surgical tech loaded a 4th reload (blue) and the surgeon fired the device with no problem. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the device deliver any staples? Yes. If yes, were the staples formed properly? The staples in the tissue appeared formed. If yes, was the staple line complete? Unknown. Did the device cut? If yes, was the cut line complete? Unknown.